Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the outer tube has a dent, resulting in sharp edges, and the charged coupled device is broken, causing the pixel shift to be incorrect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited outer tube has a dent and therefore has sharp edges and charged coupled device unit broken. There was no patient involvement.